Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01327. It was reported that the left ventricular lead was dislodged due to twiddler¿s syndrome. During repositioning procedure, the lead was unable to be flushed or to put stylet in. The new lead could not be placed due to patient anatomy and when it was taken out and attempted to be flushed, lead was unable to be flushed. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead was unable to be flushed was confirmed and was due to foreign material clogging the inner coil lumen, consistent with procedural damage. The lead was otherwise normal.